Event description:
It was reported that during a gastro-intestinal (g.I.) Dilatation procedure, a balloon rupture occurred. The lesion was located in an unspecified portion of the large bowel. The cre wg 15mm x 18mm dilatation balloon was advanced to the lesion, however, the balloon burst prior to reaching 7 atms on an unspecified inflation. The device was removed and another of the same device was used to complete the procedure. No pt injuries or complications were reported. The pt's status is reported as "good".